Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary: evaluation of the returned device was unable to confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history: product code (B)(4) lot number d17093530. Device history review: product code (B)(4), lot no. D17093530 was manufactured on (B)(4) 2017. 61 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the tibial tray and 13x30 cemented stem would not thread all of the way down. Doe: (B)(6) 2018. Unknown knee.